Event description:
This complaint is being reported based on analysis of the returned device (B)(6) 2012. It was reported during a transseptal puncture procedure the needle would not advance through the swartz sl1 introducer. A stylet was not used with the needle during puncture. A new introducer was used too with no issues and no reported consequence to the patient. Analysis of the device revealed skiving along the inner wall of the dilator.

Manufacturer narrative:
One 8.5f fast-cath sl1 introducer and one 8.5 transseptal dilator were received for evaluation. No visible anomalies were observed. A guidewire was obtained from current inventory and was successfully inserted and advanced through the dilator. A piece of blue material exited through the tip end of the dilator. The distal 2.0 inches of the dilator were cross-sectioned open, which revealed some skiving occurred along the inner wall of the dilator. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification was consistent with use/user error. The IFU states: "insert the brk transseptal needle and stylet into the sheath/dilator" and per the information received, a stylet was not used.